Event description:
The lay user/patient's father contacted lifescan (lfs) in 2008 and alleged that her one touch ultramini meter was not powering on. The medical affairs specialist was unable to reach the reporter after several attempts via phone. A letter was sent to the address provided. The father reported that the alleged issue first occurred on the same day at noon (call to lfs made on same day at 10:51 pm. He also mentioned that after the issue began, the patient reportedly experienced vomiting, frequent urination, was pale, moody, and irritable. She was tested on her back up meter (non-lfs meter) with results of 204 mg/dl, 177 mg/dl, and 158 mg/dl. The father stated that he did not trust these results. The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The patient was using the correct test strips. The battery in the meter had been replaced per the owner's manual and it was correctly installed. The condition of the battery contacts was also good. However, the alleged issue was not resolved when the power button was pressed. The reporter/patient did not have new test strips to complete the troubleshooting. This complaint is being reported because the father claimed that the patient experienced symptoms of hyperglycemia after the alleged issue began. Troubleshooting could not be completed since they did not have new strips. The patient did not receive medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.